Manufacturer narrative:
A getinge field service engineer confirmed that the machine failure was due to an inflation failure caused by bimba, and gave the customer a quote. Service was denied by the customer. The iabp unit was not serviced. If more information is received this complaint will be reopened and updated.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) displayed "automatic inflation failure" and the hospital immediately replaced it with other backup equipment, no injuries occurred.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).